Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification through device troubleshooting. The customer reported 'not detecting the IV latch or the tubing' was determined through evaluation to be the device not recognizing an open door. The cause was determined to be a stuck upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting the intravenous (IV) latch or the tubing. This was identified in the biomedical service department during testing. There was no patient involvement. No additional information is available.